Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke and arrythmia, have been associated with the use of this device as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's recent history of bacteremia which may have impacted coagulation factors as well as subtherapeutic inr are factors that may have contributed to the reported events

Event description:
Information was received from the ventricular assist device (vad) coordinator that the patient had a cerebral vascular accident (cva) on (B)(6) 2015. He was ready for discharge from a skilled nursing facility (snf) when he presented to the emergency room with a syncopal event and left sided facial droop. His inr was 1.7 and he had multiple episodes of ventricular tachycardia requiring synchronized cardioversion. He was admitted to the hospital and started on a heparin drip. The vad parameters were unchanged. The patient had residual left sided upper extremity paralysis and some aphasia and with plans to transfer back to the snf by the end of the week.

Manufacturer narrative:
Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Neurological dysfunction (icva) and arrhythmia are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal surgical and post implant patient and pump management, including therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. The root cause or contributing factors to the neurological dysfunction (icva) and/or arrhythmia and the relationship to the device or treatment cannot be determined based on the available information. Clinical and patient factors, including the patient's recent history of bacteremia, which may have impacted coagulation factors; as well as, sub-therapeutic inr, are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.